Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was misplaced at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, distal left anterior descending artery. During the failed attempt to cross the lesion the allstar guide wire became trapped in calcium. Resistance was felt during retraction of the guide wire from the anatomy. Another allstar guide wire was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No other information was provided.